Event description:
The user facility reported a 57 year old male on an impella cp due to acute myocardial infarction. Post procedure, the physician was not able to place the repositioning sheath into the vessel. There was difficulty advancing any other sheaths and venous sheaths into patient's vessels. As a result, the patient was removed from impella support. The patient survived the procedure.

Manufacturer narrative:
D4 lot number and UDI not available. The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.